Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. A visual inspection was performed which showed fluid inside a yellow bag that contained the folfusor device which suggested a leak may have occurred. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into the bag. The device contained fluorouracil 5000 mg in 115 ml sodium chloride 0.9%. This was observed shortly after receipt of the device. It was suspected that "the dead ender on the end of the line was not fully tightened". There was no patient involvement. No additional information is available.